Event description:
A male patient, with a history of a neurological disorder, underwent aaa repair in 2009. The procedure consisted of placement of a zenith main body zt and two zenith iliac zt legs. The procedure was conducted without reported incident. The patient never woke up from the anesthesia and the next day, the patient deceased.

Manufacturer narrative:
Event evaluation: still under investigation.